Event description:
Senseonics was made aware of an incident where clinical team reported an unsuccessful sensor removal attempt for sensor on (B)(6) 2025. The sensor site was on the user's arm. An incision was made during the attempt, and the user was reported to be doing fine at the time of the call. The sensor was palpable prior to the incision. A transmitter was not used for localization as it was not available; however, ultrasound and a magnet were used to localize the sensor.

Manufacturer narrative:
The sensor was successfully removed on (B)(6) 2025. Per dms review, the user is not currently using the system.